Event description:
Allegedly the patient was revised due to pain and high cocr levels. Cultures taken. Mom. Left hip posterior approach. (Left) note from the distributor: 2601-0001 22.25 femoral of ours implanted in a strike dual mobility.